Event description:
It is reported the original surgery was performed (B)(6) 2015, where a three (3) level lateral l2-l5 was performed. Levels were instrumented with cage, putty and 2 level plate. The patient was not backed up with any posterior fixation. It is reported the surgery went well. Subsequently, the patient claims he felt something move as he was getting out of his car. The surgeon decided to go back in and adjust the hardware. A revision surgery was performed on (B)(6) 2015, it was identified the screws and cover plate backed out at l4-l5. During the revision the loose cover-plate was removed the screws were driven back down and new cover plate was locked back down. The sales associate reported the cover plate backed off from the plate, but the plate was still firmly attached to the graft and there seemed to be a good fusion present and some bone growth over the plate itself. The sales associate also reported "the revision took about an hour and a half longer than expected but that was probably due more to the access itself and scar tissue from prior procedure." Final x-rays were taken and everything looked to be back to acceptable status. No adverse effects to the patient were reported.

Manufacturer narrative:
It is reported that the complaint item was discarded by the hospital during the revision surgery and therefore not available for review by the manufacturer. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device product code is ovd.